Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level 52 mg/dl. Customer experienced blood glucose level of 65 and over 200 mg/dl. Customer stated that they did received bolus not delivered message after several minutes after bolus was completed. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.